Manufacturer narrative:
(B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the rep, a certas plus valve with siphonguard could not be reprogrammed and appeared to be over shunting and was revised.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at setting 6. The valve was visually inspected; no defects were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak and reflux tested without issue. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A search for relative complaint for the same issue with the same product code and lot number was not possible as the lot number was unknown. Review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned. The device subsequently returned and is awaiting evaluation. This report has been updated to reflect the corrected information.